Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure.

Event description:
An m6-c was removed due to neck pain. The device was removed. The device was partially deteriorated at the time of removal.